Event description:
A facility reported a patient who was examined with a colonoscope that was disinfected with disopa solution. The patient developed a rash, decrease in blood pressure, and mild shortness of breath after the examination. The administered steroid and bosmin. The customer reported that the patient has recovered.